Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's wand was not working. Via troubleshooting, it was identified that the problem was isolated to the tablet usb cable. The cable was received by the manufacturer for analysis. However, analysis has not been completed to date.